Event description:
It was reported to philips that the device's geometry movements were not possible. The patient was moved to another lab and the procedure was completed. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and moved the control room's geometry module to the examination room. The geometry module will be replaced later.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency coronary treatment was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available by the log analysis. Upon troubleshooting, fse disconnected table geometry module, moved control room module to exam room and the device was operational temporarily. To resolve the issue, fse installed the new geometry tso at table side and performed software programming and functional checks. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.